Manufacturer narrative:
Updated information: d9 device return date updated. H6 component code g04035 changed to g0200703 and g02008. H6 investigation type removed b13 and b17. The investigation for the controller error alarm has been completed. The cause of the controller error alarm on ic7084 was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 63 year old male on impella cp for acute myocardial infarction. It was reported that 6 days after the procedure, a control unit malfunction alarm occurred. There was an automatic alarm stop after 1 minute of occurrence. There was no patient harm reported.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the return of the device. Device status: the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.